Event description:
The customer reported that the insulin pump alarmed no delivery. Customer declined to troubleshoot stated it could be the set or tubing or site location. No blood glucose reading provided. Advised the customer to monitor and report back for any issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)